Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue): reports empty cartridge warnings in alarm history but patient never received any empty cartridge alarm this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2017 with the following findings: a review of the pump black box showed the data begins on (B)(6) 2017. The data in the or event date had been overwritten due to continued pump use. The available alarm history shows evidence of one replace cartridge alarm. The pump was returned with the alarm/error (high) sound feature set to high. During testing, a replace cartridge alarm was reproduced with the sound settings set to high; the pump gave the appropriate sound and displayed the correct message on the screen. The alarm was accurately recorded in pump history. Alarm features found to be function properly during testing. The complaint of a history settings issue was not able to be duplicated or confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.